Manufacturer narrative:
This ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the thresholds on this right atrial (ra) lead increased after the implant while the sensing decreased. The ra lead was found to have dislodged and with surgical intervention was successfully repositioned. No adverse patient effects were reported.